Event description:
According to the available information the balloon was unable to be deflated. Catheter was cut to try to deflate the balloon but failed. Cut catheter was left in place. Balloon was deflated under ultrasound by piercing it using a suprapubic kt. The catheter was able to be removed.